Event description:
It was reported that a customer using the ilet experienced hyperglycemia, with a highest blood glucose of 356 mg/dl since early morning, after changing an inset 23-inch infusion set and then replacing it again; the customer reported the glucose was trending down after the most recent set change, and no issues were detected with the removed infusion site. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included customer counseling on monitoring and follow-up, with troubleshooting and education completed. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms reported and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.